Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The pt complained of extreme pain on needle deployment and only one needle presented. The one needle was removed before it was noticed that the otheres hadn't presented. Needle back down was attempted, but fluoroscopy was not used to confirm complete backdown. An attempt was made to remove the device. The pt was sent for surgical device removal. Surgery was successful and the pt was doing fine. The suspect device was returned to the MFR for evaluation.